Event description:
It was reported that during an unknown procedure the primary packaging has been damaged. Opened a new instrument and procedure finished without delay and successfully. No patient harm reported,

Manufacturer narrative:
(B)(4). Date sent: 4/29/2024. D4 batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of a set of images submitted for evaluation. Four images were provided by the customer. Images 1000142436 and 1000142435 show the sale unit damage. Images 1000142434 and 1000142433 show tyvek with what appears to be cut with a knife based on the photo, the reported event was confirmed. However, no conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.